Event description:
It was reported that following a duodenal stenting treatment procedure, vomiting occurred. The procedure was indicated for the replacement of the previously implanted duodenal stent. A wallflex enteral duodenal 27/22x 9 230cm was implanted and considered to be well positioned and well apposed. Five days later, the pt experienced vomiting and it was discovered that the "duodenal area" was occluded. An unspecified stent was implanted. The pt's current condition is unk.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.